Event description:
Customer's mother reported a high blood glucose event. They were out of town when her daughter's blood glucose was over 600 mg/dl. Customer had treated. When they returned home, the blood glucose reading was still high. They treated with a manual injection rapid acting insulin. Caller made a call to the physician for assistance. Physician recommended that she change the infusion set and change the rapid to the new one. During the change, caller noticed a bent cannula. After two hours, the customer's blood glucose reading was 102 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.